Event description:
It was reported via medwatch mw5096732 that stent dislodgement and heart attack occurred. The patient presented with chest pain and had an angioplasty to check for blockage. A 24 x 2.50 promus elite drug-eluting stent was advanced for treatment. During the procedure, the physician inserted the stent in the right artery; however, the stent was dislodged before reaching the area where it was supposed to be placed. The physician tried to pull the stent out but the wire broke and caused a massive heart attack. This resulted to emergency open heart surgery to restore the artery with the lodged stent. The patient was given a blood thinner for the angioplasty. No further patient complications were reported.